Event description:
After product was removed from the packaging, it was observed that there was a kink in the tubing, near the black handle, and the wire inside was severed. Product was attempted to be used but did not function properly. Manufacturer response for perivu disposable angioscope, perivu disposable angioscope (per site reporter). Emailed to [redacted name] from [redacted name]. [Redacted date] manufacturer complaint form sent to [redacted name].